Event description:
It was reported that another out of range shock impedance measurement had been generated from this system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions due to oversensed noise. Additionally, low and high out of range shock impedance measurements were noted. A boston scientific technical services consultant discussed potential reasons for the observations and suggested troubleshooting to evaluate system integrity. No adverse patient effects were reported.